Manufacturer narrative:
(B)(4). Event date - reportedly, the patient has been experiencing pain since november 2018. Concomitant devices - persona cemented all poly patella 35mm catalog #: 42540000035 lot #: 64063570, unknown persona femoral component catalog #: ni lot #: ni, unknown persona articular surface catalog #: ni lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0002648920-2022-00170, 0001822565-2022-02295, 0001822565-2022-02296 .

Event description:
It was reported that the patient has been experiencing knee pain following right knee arthroplasty. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.